Event description:
The customer reported that the system intermittently failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5 vdc power supply was evaluated during the service call. The system was tested and found to be working as intended and put back into service.